Manufacturer narrative:
The local area sales representative was contacted for additional information regarding date of event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this insertable cardiac monitor (icm) device started coming out through the incision site; hence, the physician decided to remove the device from the patient. There were no visible signs of infection, but the physician decided to prescribe prophylactic antibiotics to the patient. In addition, the physician plans to implant a new icm device in the future. Furthermore, it was noted that the implanter would receive additional implant training to avoid recurrence of the reported issue. No additional adverse patient effects were reported. This icm device was discarded by the physician; therefore, it is not available for return.